Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 439 mg/dl, 232 mg/dl, and 168 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that he took 20 units of insulin r and 1-1.5 hours later, he had hunger pains and blurred vision. Reporter stated he self-treated with four cookies. No other actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.